Event description:
Additional information was received indicating the event occurred before the cataract procedure. The phacoemulsification (phaco) kit was replaced and the procedure was completed. There was no patient involvement.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cassette could not build vacuum to suck while performing a cataract procedure. No patient harm was reported. Additional information was requested; however, none has been received to date.